Event description:
It was reported the implantable neurostimulator (ins) changed to factory settings when the healthcare professional used the clinician programmer to read the data on the ins. Therapy impedance and the battery voltage were measured to be ¿???¿ the hcp thought there was a product problem so they reset the parameters and the problem was solved. The patient was doing well.

Manufacturer narrative:
(B)(4).